Event description:
The customer contacted stryker to report their device "is not working". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event. A battery has been provided but the reported issue of the device not working has not been resolved. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).